Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 4mm x 25mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter burst during the first inflation to 10 atmospheres (atm). A new 4 x 25 saber .018 pta balloon catheter was used to continue the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and was not returned. Without the return of the device or images for analysis, the reported customer event ¿balloon ¿ burst - at/below rbp¿ could not be confirmed. Patient vessel characteristics such as calcified spicules may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 4mm x 25mm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter burst during the first inflation to 10 atmospheres (atm). A new 4 x 25 saber .018 pta balloon catheter was used to continue the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.